Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced a large pericardial effusion requiring drainage. The leadless ipg remains in use. The no further patient complications have been reported as a result of this event.